Manufacturer narrative:
The hill-rom technician found the foot widens on one side and not the other due to a broken gear rack. The service manual for golvo ((B)(4)), section "instructions regarding the check points, 5b base opening & closing linkage" states: inspect gear rack for worn teeth and cracks where stop nut contacts back surface. Inspect friction plates. Replace if worn or damaged. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The hill-rom technician replaced the gear rack set to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating that one side of the leg widening was not functioning. The lift was located in the maintenance area at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as (B)(4).